Event description:
It was reported that the surgeon pulled the string and the top of the bag did not close. The surgeon indicated that he may have retracted the plunger inadequately. Jaws of a grasper held the bag closed and the bag was removed with no pt consequences.